Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported during the procedure, the physician found the "funture needle" was broken. A new kit was opened to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 18ga introducer needle and swg assembly for analysis. Signs of use in the form of biological material were observed on and inside the returned components. Visual analysis revealed that the cannula was separated towards the needle hub. Microscopic examination confirmed the separation and revealed that the cannula was slightly bent and narrowed at both ends of separation. The point of separation on the needle cannula was oval-shaped which indicates bending prior to the break. The defect appears consistent with damage due to an undue lateral force applied to the needle cannula. The point of separation measured 1mm from the needle hub. The total cannula length of the introducer needle product drawing measured 68mm, which is within the specification limits of 67.49-69.27 mm. The cannula outer diameter measured 0.05005" , which is within the specification limits of 0.04950"-0.05050" per the cannula product drawing. The cannula inner diameter measured from the distal end measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. A lab inventory 0.032" guide wire was inserted through the distal end of the distal portion of the needle, and through the proximal opening of the needle hub. The guide wire was not able to advance completely through due to the narrowing at both ends of the separation points; however, the guide wire was still able to pass through the undamaged portions of the cannula. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed , and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a separated needle cannula was confirmed through complaint investigation. Visual analysis revealed that the cannula was separated towards the needle hub. The cannula appeared bent at both ends of the separation and the points of separation were oval-shaped (indicating a bend prior to the break). The appearance of the damage is consistent with an undue lateral force applied to the cannula during use. Despite the damage, the needle met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the "funture needle" was broken. A new kit was opened to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported during the procedure, the physician found the "funture needle" was broken. A new kit was opened to finish the procedure. The patient's condition is reported as fine.